Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not reading correctly. Customer stated that he woke up in a cold sweat this morning and the pump was going off. Customer's blood glucose was 44 mg/dl and the sensor was reading 174 mg/dl and rising. Customer treated with 2 pieces of peppermint candy and 4 or 5 (B)(4) candies. Customer stated that he does not have time to troubleshoot. Customer stated that he enters fictitious numbers just so it accepts the calibration whenever he has a calibration error. Customer was advised not to do that. Customer was advised to call back to troubleshoot for the sensor glucose and blood glucose difference in readings.